Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one catheter, with signs of use. Upon first inspection, there appeared to be no abnormalities with the returned device. Functional testing found that the device was flushed with water and a syringe, and numerous pin-hole leaks were spotted. It was reported that there was a leak of f unknown origin. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the catheter came into contact with a sharp instrument during installation or during operation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, it was observed that the catheter was leaking when it was taken out from the patient as per the surgeon. It was stated that the peritoneal dialysis catheter (pdc) had the secondary structural failure, numerous pinhole leaks. As a remedial and intervention, the catheter was removed during the follow-up surgery. The product was not replaced. There was no reported patient outcome.